Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database for the reported lot was performed and revealed no other incidents. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and mild calcification in a arteriovenous (av) shunt. During preparation of the armada 35, a leak was noted at the connection portion between the catheter and hub. The armada was not inserted into the patient anatomy. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.